Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.